Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin delivery is inaccurate. Caller reported being hospitalized for 3 days due to elevated blood glucose level and was treated with an insulin infusion; exact blood glucose readings were not provided. Requested return of the alleged device for evaluation and replacement was sent.